Event description:
It was reported "possible he loss 2 alarms". Additional information states that the iab catheter was replaced after a failed leak test. The iab catheter was removed and replaced. The second iab was placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). Based on the customer submitted photo of the original packaging label, the lot number for the returned sample is 18f25c0092. Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the supplied teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing; no damage or abnormalities were noted to the inflation driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium path-way. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer submitted photo was reviewed. The photo shows the original packaging carton label with the serial number and lot number information. The serial number noted in the photo matches the serial number reported on the complaint report and on the retuned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guide-wire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "possible he loss 2" alarm is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive, which resulted in the helium loss alarms. Based on a review of the device history record (DHR), the product met specifica-tion upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible he loss 2 alarms". Additional information states that the iab catheter was replaced after a failed leak test. The iab catheter was removed and replaced. The second iab was placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".